Manufacturer narrative:
(B)(4). UDI # (B)(4). The device was discarded, so no engineering evaluation could be performed.

Event description:
Within the abstract ¿incisional hernia prophylaxis after stoma reversal surgery ¿ a challenge for surgery ¿ presentation of the early-postoperative course of two patient groups¿, published by m. Ceno et al, during the european hernia society congress, taken place in may 2017, in vienna, austria, the published results and further investigations indicated that for eight patients the gore® bio-a® tissue reinforcement had to be removed because of deep wound infection. Based on further investigations the following was reported to gore regarding patient #8: the patient was presented with a stumped abdominal trauma with intestinal injury hartmann supply. It was reported to gore that a gore® bio-a® tissue reinforcement was implanted on (B)(6) 2011, and due to a deep wound infection explanted on (B)(6) 2012.